Event description:
Axs lift stretched the stryker coil during deployment leaving remnants in the patient requiring retrieval. Axs lift .074 x 95cm catheter. Ref #lift074095-01. Lot 9654279. Stryker target 360 soft 4x8. Ref # m0035474080. Lot 25680750.